Manufacturer narrative:
(B)(4). Correction: device not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of tissue damage and occlusion are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, 8f, 14f expandable edwards s3 tavr delivery, proglide (x1), heparin. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all relevant additional information. The other two proglide devices referenced in describe event or problem are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. A CT scan was performed in preparation of the procedure. Previous hip joint prosthesis obscured results of CT scan. Reportedly, the first proglide failed to capture the arteriotomy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 8f and 14f. The tavr procedure was completed. During tightening of suture, a "flap" was created which blocked antegrade arterial flow. It was noticed the sutures had captured the posterior wall of the artery. Surgery was used to restore blood flow, repair the artery with a bovine pericardial patch and achieve hemostasis. The procedure with general anesthesia was prolonged. There was a clinically significant delay in the procedure and therapy. No additional information was provided.